Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, the t2 anchor fell off simultaneously after t1 was deployed. Both ts were removed from the patient. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the t2 and suture were returned. The t1 has been cut off the suture. The actuator is in the pre-t2 position. The needle/overmold assembly is bent. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include, per the IFU, to not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. No containment or corrective actions are recommended at this time.